Manufacturer narrative:
Concomitant medical products: product ID: bis-is-15 adaptor, implanted: (B)(6) 2018, 5071-53 lead, implanted: (B)(6) 2018, 5071-53 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device interrogation today reveals high left ventricular (lv) lead thresholds which is depleting the patient¿s battery rapidly. The device and lead remain in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.